Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have contributed to the reported issue. However, the investigation also identified there was a design change initiated in order to enhance the resistance of the power switch. The subject device was manufactured prior to the design change, and it is surmised that the operating force applied to the power switch and the number of times exceeded the original assumption, leading to power switch damage.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit failed full inspection due to a failed power switch; the power switch could not be turned on and off. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the on and off switch was broken. As reported to olympus, the problem was first identified during maintenance. There was no patient injury, associated with the problem, reported to olympus.